Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 41 events were reported for this quarter. Product return status: 19 devices were received. 22 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. 17 reported events were not confirmed. Evaluation results: 19 devices were found to be affected by corrosion. Additional information: 41 devices were not labeled for single-use. 41 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 41 </noe> malfunction events in which the device reportedly overheated. 37 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: b5, h1041 previously reported events are included in this follow-up record.product return status21 devices were received.20 devices were not available for evaluation.

Event description:
This report summarizes 41 malfunction events in which the device reportedly overheated. - 37 events had no patient involvement; no patient impact. - 4 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 41 </noe> malfunction events in which the device reportedly overheated. 37 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 41 previously reported events are included in this follow-up record. Product return status 20 devices were received. 20 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 2 reported events were confirmed. 18 reported events were not confirmed. Evaluation results 19 devices were found to be affected by corrosion or widespread corrosion. 1 device was found to be affected by worn bearings.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 41 previously reported events are included in this follow-up record. Product return status 20 devices were received. 12 devices were not available for evaluation. 9 device investigation types have not yet been determined. Event confirmation status 2 reported events were confirmed. 18 reported events were not confirmed. Evaluation results 19 devices were found to be affected by corrosion or widespread corrosion. 1 device was found to be affected by worn bearings.

Event description:
This report summarizes <noe> 41 </noe> malfunction events in which the device reportedly overheated. 37 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.